Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after swimming with pump. There was no impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours. Customer acknowledged.